Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer's blood glucose level was unknown. It was reported that while the customer was changing her reservoir, she thought that she gave herself 25 units of insulin. The customer said that she was unsure as to what happened. The customer stated that her healthcare provider advised her to eat something in order to bring her blood glucose level up. Nothing further reported.